Manufacturer narrative:
B3: date of event - estimated as the aware date as the date of the event is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. With the catheter inside the patient, the guidewire became stuck inside the catheter. The catheter was replaced, and the procedure was completed successfully without patient complications. The farawave catheter is expected to return for laboratory analysis.